Manufacturer narrative:
(B)(4). Review of the device logs revealed a drain volume meeting increased intraperitoneal volume (iipv). External & internal visual inspections revealed no problems. The cause of the iipv was undetermined. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Second of 2 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during an initial drain cycle on (B)(6) 2010. The patient's largest prescribed fill volume (lpfv) was 1000 ml and the drain volume was 1652 ml, which met iipv criteria. No patient injury or medical intervention was reported.